Event description:
Assessment from referring physician states: "I do think the patient is having complications secondary to his metal on metal hip replacement and may very well require revision of that component..." H&p from surgeon: "he was seen for painful right total hip arthroplasty. This was a large head metal-on-metal (mom) device placed about eight years ago. He has had progressive increasing pain over the last couple of years. It did initially do pretty well. He has no pain to the left hip replacement which is not a mom device. He comes with plain x-rays which clearly show loosening of the asr acetabular component. He has had a bone scan which corroborates this." Surgical pathology: "explanted hardware right hip" and consists of a 5.0 x 5.0 x 2.5 cm silver metallic cup, as well as a 4.5 x 4.5 x 3.0 cm silver metallic prosthetic femoral head, model number 2178129."